Event description:
Serious injury involving 1 person, dr called to report a pt who had been wearing focus dailies for what pt believed to be 2 days at a time. On 02/25/2000 the pt began experiencing discomfort and red, itchy eyes. Pt used visine to clear the redness and irritation. Dr was unsure if the lens wear continued after the initial discomfort. Pt was seen by the dr on 02/28/2000. Pt was diagnosed on 02/28/2000 with infiltrate and corneal ulcer, 1mm below center (6 o'clock). Treatment was discontinued, lens wear and prescribed ciloxan twice per day. Prognosis is the eye has completely resolved itself with no noticeable scarring. Vision is 20/20 after ulcer.